Event description:
Boston scientific received information that during a routine in-clinic follow up, a warning message appeared on the programmer that due to high pacing outputs, the elective replacement indicator (eri) to end of life (eol) time could be less than 90 days. It was reported that the atrial channel is programmed to a higher output, however, the patient only receives 1% pacing in the atrium. Boston scientific technical services (ts) suggested obtaining a copy of device memory for analysis. Ts also discussed that the battery calculation, based on usage, means that the device will need to be monitored carefully as eri is approached as there may not be the usual time available from eri to eol. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.